Manufacturer narrative:
No save to disk was performed and no follow up has taken place.

Event description:
--

Manufacturer narrative:
A review of the information by ts noted to verify the high voltage impedances in each vector, ts also discussed to check if the patient has an external product, due to the fact that if noise is reported on one or more than three vectors in triad this is commonly associate with an external source. Noted that if the low impedances can be recorded with a commanded test in triad to send a save to memory and save to diskette to send for further review to ts. This case is ongoing, upon further information this investigation will be updated. Additional information noted that the system was tested in all three vectors and only one configuration did not produce noise or low shock impedance measurements. However the testing was done pre surgery and was not performed during normal follow ups thus the configuration was most recently not changed. It was also confirmed that the patient did not have any external devices. It was noted that bringing the patient in for a follow up would be the best option.

Event description:
Boston scientific received information that the shock impedances measurements were varying but were recorded to be low and out of range. Noise was also seen. This device and right ventricular (rv) lead remains implanted. No adverse patient effects were reported. A request for technical review was requested from boston scientific technical services (ts).